Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that the patient had muscular rigidity, dyskinesia, dysphagia, and inarticulate on (B)(6) 2015. No troubleshooting or interventions were done and the cause of the event was not determined. The issue was not resolved.